Manufacturer narrative:
A review of the manufacturing records of the involved lot was performed and indicated that the involved lot was manufactured in accordance with specifications without deviations. The explant was not yet obtained for investigation. The rate of revisions for the tops system is lower than the reported rates in the literature for similar systems. In this case no device failure was indicated and the reason for the revision was due to the loosened set screws and the cause may be multifactorial, including improper final tightening during the original procedure. If additional relevant information becomes available, a follow-up report will be submitted.

Event description:
The company was informed of a revision procedure for the tops system in the us. The patient was originally treated at l4-l5 with a tops device on (B)(6) 2022, as part of the us ide clinical study, due to grade I spondylolisthesis with severe stenosis at l4-5. During the postoperative period, a resolution of leg pain and improvement in disability were evident, however, the patient's back pain never fully resolved. After 24 months the patient's leg pain returned and x-rays showed that the l5 set screw had disengaged. On (B)(6) 2025 the surgeon removed the original tops implant and replaced with a new tops implant. The surgeon noted that the right l5 set screw was disengaged from the tulip and the left l5 set screw was loose. Both l4 set screws were locked in place. All 4 pedicle screws were secured inside the bone with no evidence of loosening. There were no signs of infection, implant debris, or abnormal bone reaction. Minimal tissue scarring and granulation tissue was noted as well as new bursal tissue and signs of tissue discoloration. A new tops implant was inserted into the existing pedicle screws; set screws were tightened without issue.